Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge did not fit onto the pump. Ultimately, the customer removed insulin from cartridge and reinserted insulin into new cartridge and was able to successfully resume insulin delivery. There was no reported adverse impact to customer's blood glucose level.